Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Associated medwatch: 1221934-2016-10428, 1221934-2016-10429, 1221934-2016-10431.

Event description:
The sales rep reported that during an acl meniscal repair procedure one of the customer's ominspan meniscal repair 12-degree and first meniscal deployment gun, the 12 degree popped off into the knee when trying to implant the second implant. The sales rep stated that the needle was removed from the patient with no further issues and the first implant was left in. The sales rep reported that when trying to connect the second omnispan meniscal repair 12 degree the device would not connect right. The sales rep stated that when opening up a second meniscal deployment gun the spring is bent and we're unable to use the device. The sales rep reported that the surgeon completed the procedure by moving over and using a third gun with a third needle with no patient consequences but there was a 15 minute delay in the case. The sales rep could not provide any lot numbers for the devices. The devices will be returning for evaluation.

Manufacturer narrative:
The needle component of this complaint was not returned however the gun was received and evaluated. Visual observation revealed that the lower pusher rod was very slightly bent at the distal tip which may have contributed to the difficulty in loading the needle. Functionally, a test needle was attached to the appliers and was able to be loaded properly. Both the grey and red levers were able to be actuated properly. The complaint can be confirmed. A definitive root cause could not be determined as the needle component of the device was not included in the return. Typically however, the bent in the pusher road is due to aggressively removing the needle following use. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.